Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/15/2020. Device evaluation summary: according with the information provided, it was reported dissatisfaction with implants, lateral drift of breast implants, glandular ptosis, and right breast implant rupture. During evaluation of the sample was observed a tear at the union between patch and shell of the implant. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, excessive stresses or manipulations as may occur during normal, daily routines. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 9 & 10 2019 cdrh experienced an intermittent issue causing medwatch reports to remain stuck in ack 2. This report was affected by this issue and is now being resubmitted. The original submission was made within the 30 day reporting timeline device evaluation summary: according with the information reported the patient experienced a rupture in the breast implant. During evaluation of the sample was observed a tear at the union between patch and shell of the implant. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, excessive stresses or manipulations as may occur during normal, daily routines. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with a 550cc mentor memorygel breast implant experienced right sided silent rupture post procedure. The right sided silent rupture was confirmed by a physician. As a result, patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implant breast implants r) catalog: 3505501bc lot: 7383019 sn: (B)(4) l) catalog: 3505501bc lot: 6496964 sn: (B)(4) on (B)(6) 2019.

Manufacturer narrative:
Additional information was received on 12/18/2019, it was reported that 32-year-old caucasian female patient who underwent primary breast augmentation surgery with a 550cc mentor memorygel breast implant experienced bilateral migration and right sided silent rupture post procedure. The right sided silent rupture was confirmed by a physician. As a result, patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implant breast implants r) catalog: 3505501bc lot: 7383019 sn: (B)(4) l) catalog: 3505501bc lot: 6496964 sn: (B)(4) on (B)(6) 2019. Reason for device explant and/or reoperation: rupture and device migration manufacturer¿s reference number: (B)(4).